Event description:
It was reported that there was a loss of rotation. A 2.4mm jetstream xc atherectomy catheter was selected for use in the superficial femoral artery. After 3:30 minutes of use, rotation was lost. A new jetstream device was used to complete the procedure. There were no patient complications and the patient was stable post procedure.

Event description:
It was reported that there was a loss of rotation. A 2.4mm jetstream xc atherectomy catheter was selected for use in the superficial femoral artery. After 3:30 minutes of use, rotation was lost. A new jetstream device was used to complete the procedure. There were no patient complications and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the 2.4mm jetstream xc atherectomy catheter was returned for analysis. The shaft and the remainder of the device were inspected for damage. Visual examination showed no damage on the device. The functionality of the device was tested by setting up the product per the instructions for use. The device primed. The device was activated, and the blades did spin as designed. The device was run for a period of 2 minutes with no issues or errors. The rotation issue was not confirmed.